Event description:
Customer reported that the set is not functioning properly in the operating room and the medication is backing up into the tubing when they infuse through the one way check valve. They are also having a lot of air bubbles. There was no pt harm reported and no medical intervention was required. Customer stated no further pt information was available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.